Manufacturer narrative:
Pc (B)(4). Date sent to the FDA: 12/28/2020 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a prostatectomy on 12/10/2020 and a barbed suture was used. During the procedure, the tab broke off. Surgery was not delayed due to the reported event. The procedure was completed successfully. There were no adverse patient consequences reported. No additional information was provided.